Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm this intermitted reported complaint. The bag/vent switch was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was intermittently not functioning as expected. There was no report of patient involvement.